Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation concluded that the cause for the reported resistance could not be determined. The reported damage was related to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device. The steelcore guide wire referenced is filed under a separate manufacturing report number.

Event description:
It was reported that a steelcore guidewire advanced to the distal superficial femoral artery, occluded lesion without reported issue. The lesion was pre-dilated with an armada dilatation balloon. Following, a supera stent delivery system (sds) was advanced over the guidewire and became stuck. The physician decided to remove the sds. During sds removal, difficulty was encountered. The distal end of the stent bent and the catheter kinked. The supera sds was removed from the steelcore guidewire. A guide catheter advanced over the steelcore guidewire and was exchanged for another steelcore guidewire. A second supera stent delivery system was successfully implanted at the lesion and stent deployed without issue. There were no adverse patient effects and there was no clinically significant delay.